Manufacturer narrative:
Date of event is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced serious and permanent personal injuries following an scs implant in (B)(6) 2012 (exact date unknown). No additional information is available.

Manufacturer narrative:
An allegation of ¿scs causing serious permanent injuries¿ was presented to abbott. There is no other information provided by the patient. No implants were returned for evaluation. Based on the information received, a single definitive root cause for the reported issue cannot be conclusively determined.